Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During ablation the intellanav mifi oi catheter was selected for use. It was reported that the physician had been ablating for about 20 minutes without issues when the 'high temperature error' occurred on the rf generator and the irrigation port was noticed to be leaking. The flow rate was at 30 milliliters/minute. It was also noted that there was a crack in the luer that was not present upon opening the package. The catheter was replaced, and the procedure was completed succesfully without patient complication. The device is expected to be returned for analysis.

Event description:
During ablation the intellanav mifi oi catheter was selected for use. It was reported that the physician had been ablating for about 20 minutes without issues when the 'high temperature error' occurred on the radio frequency generator and the irrigation port was noticed to be leaking. The flow rate was at 30 milliliters/minute. It was also noted that there was a crack in the luer that was not present upon opening the package. The catheter was replaced, and the procedure was completed succesfully without patient complication. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi catheter was returned to boston scientific for laboratory analysis. Visual inspection found that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.